Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance and had a confirmed fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.